Event description:
It was reported that this patient experience muscle stimulation in the chest wall, which was confirm with pacing visualization and patient feedback. As a result the right ventricular (rv) lead was explanted and replaced. Device is not expected to return. No additional adverse patient effects were reported.